Event description:
The customer reported the system would not complete boot up, the workstation and generator were mismatched. No pt injury was reported.

Manufacturer narrative:
A ge rep discussed the case with the customer and determined that there was a correct matchup between the generator and workstation, and that the interconnect cable was the probable cause. The customer decided to monitor the system to see if the error occurs again. No conclusion can be drawn as repair info is not available.